Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited inappropriate shocks during sinus rhythm. The lead was replaced, but the oversensing continued, so the ICD was replaced also.